Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: it was reported: ¿patient arrived at cc treatment after being seen in clinic with dr. Md; please refer to clinic note for assessment details. Premeds given per treatment plan. Keytruda + adriamycin given w/o complications, patient tolerated well. 285 ml into cytoxan infusion this rn saw fluid on the floor (estimated 3-5 ml puddle) underneath pump, infusion stopped, all clamps closed, and line disconnected from patient's port. Patient in stable condition, no fluid noted on patient's skin or clothes. Source of leak was determined to be at y connection site prior to pump where primary and secondary line connect. Primary and secondary line placed in hazardous bag and given to pharmacy. Chemo spill kit and bleach wipes used to clean spill as it was suspected to be cytoxan that was leaking onto the floor. Ok to discharge patient per dr. Xxx, md. Port positive for blood return, flushed with ns, and deaccessed per protocol. Patient declines copy of labs and avs. All questions and concerns addressed. Patient left cc treatment in stable condition.¿